Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx drug eluting stent was implanted to treat a dissection. The patient needed extracorporeal membrane oxygenation(ec mo) for extra support. It was stated that patient died during the procedure. The ECMO device was not inserted correctly causing the patient to bleed and unrecover.